Event description:
The customer contact reported, the pump did not deliver. The pump was returned to the infection control nurse with a note that stated, "not working. IV fluid remained in bag. Pump numbers changed as if fluid being infused yet it's not infusing." The customer contact reported that no specific patient information, pump programming, or event details were available because, "it happened too long ago to remember." The pump was removed from clinical service. The customer contact assumed that the therapy was resumed using a replacement pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. The customer contact stated, the patient's condition did not worsen or progress due to the event. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).